Event description:
The screws on the armrest receiver were loose and starting to back out. Per the dealer, the end user uses the armrest for manual weight shifts. During a weight shift, the screws broke off causing the end user to fall out of the chair. As a result of the fall the end user fractured his left leg.

Manufacturer narrative:
The following are warnings taken from the quickie iris user's manual: f. Maintenance: warning: inspect and maintain this chair strictly per chart in section x. Maintenance. If you detect a problem, make sure to service or repair the chair before use. At least once a year, have a complete inspection, safety check and service of your chair made by an authorized supplier. If you fail to heed these warnings damage to your chair, a fall, tip-over or loss of control may occur and cause severe injury to the rider or others. For additional maintenance info see section xi: maintenance. Warning: if you fail to heed these warnings your chair may fail and cause severe injury to the rider or others. Inspect and maintain this chair strictly per maintenance chart. If you detect a problem, make sure to service or repair the chair before use. At least once a year, have a complete inspection, safety check and service of your chair made by an authorized supplier. Per the referenced chart in the first warning above, the armrests should be checked every 6 months. The latest date of maintenance the dealer has on file for this chair is (B)(6) 2011. No products are being returned, and replacement armrests have been shipped to the dealer. This appears to be an incident caused by end user misuse due to lack of recommended maintenance. No follow up will be filed.